Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an unspecified procedure. Reportedly, the device did not work correctly. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. As the physician's name was not available, it could not be confirmed if he was trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence(date of event was not available). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device analysis found that a cuff miss occurred and a cuff tab (.08mm square) had broken off and not returned. The reported device did not work correctly was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.